Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with stromal inflammation in both eyes (ou) at a 1 day post-operative exam. The patient's chief complaint was pain and was very uncomfortable. A brief description from the surgery center indicated that the patient had severe inflammation. The surgery center irrigated the corneas with balance salt solution and placed a different kind of contacts on both eyes. Topical steroid dosage was increased and an oral steroid (prednisone) were used to treat the symptoms. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2004: right eye: pre-op 20/20, -9.00 x -.50 x 175; left eye: pre-op 20/20, -9.00 x -.50 x 163.